Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture confirmed via ultrasound, "simple cysts", "numerous folds and irregular contours, and "internal discomfort". This record is for left side. Device remains implanted.